Event description:
The customer called for help with her new breeze2 meter. While troubleshooting, she performed control tests and received a result of 201 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.